Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm mega suturecut needle driver instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an unidentified broken cable on the mega suturecut needle driver instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation not reported by site: the instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs 6 (grip) located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping.

Event description:
Refer to h10/h11 for follow-up information.